Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during initial implant procedure, patient's right ventricular (rv) lead exhibited low pacing impedance. Lead fracture was also noted. The lead was not installed and the procedure was completed using an alternate lead on 30 aug 2023. The patient was stable.